Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021-00317.

Event description:
It was reported the patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to recurrent dislocations and instability. No further event information available at the time of this report.